Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the fixation tab intact when the suture was placed in the patient? Unk. Was the ¿missing barbs¿ noted during visual inspection or during use on patient? During use. Did the barbs fail to engage in the tissue? No, the barbs can engage in the tissue. Procedure name? Orthopedic reduction and internal fixation of extremities fracture. Analysis summary: visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that a detached needle from the sutures of the product code sxpp1a445 could be observed. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis at the time. One opened foil packet with a needle and a suture of product code sxpp1a445 was returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were examined and noted with marks that appear to be by surgical instrument. The hole was observed with suture remnant. During the visual inspection of the suture, body fluids and marks on the surface due to use were found, the end was cut by sharp edge. Functional test was not performed, due to needle was received detached from suture. The condition of the sample received indicates improper handling of the device. A manufacturing record evaluation was performed for the finished device lot number qdmall and no non-conformances related to the reported complaint condition were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent an orthopedic reduction and internal fixation of extremities fracture procedure on (B)(6) 2021 and suture was used. The problem of pulling off suture needle had happened during use of a newly dispensed suture. The procedure was completed using a new like device and there were no adverse patient consequences reported. Additional information was requested.